Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the tissue pad came off and dropped into the abdominal cavity. Another device was used to complete the case. There were no adverse consequences to the pt.